Event description:
An unspecified malfunction was reported. There was no information available about any adverse impact on the customer's blood glucose level. The customer decided not to return the pump, and the complaint case was subsequently closed without further action.